Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be complete. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific that an extractor retrieval balloon was used during gallstone removal on a female patient on (B)(6), 2010. According to the complainant, during the procedure the balloon burst due to excess pressure being applied as a result of the cut made during the sphincterotomy not being made big enough. Fragments of the balloon detached in the patient and fell into the duodenum. The physician felt the fragments can be passed naturally by the patient and will have no clinical effect. The procedure was completed with a different device. There were no serious injuries reported to the patient as a result of this event. The patient's condition at the end of the event was reported to be "stable".